Manufacturer narrative:
One used burr was returned for evaluation. Visual inspection identified a crack in the polycarbonate of the adapter body as well as skiving along the inner tube. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a labrum repair procedure it was reported that the burr started to shed. It was confirmed that the surgeon was able to flush all the shed material from the joint space. The bone under the labrum was being resected when the shedding occurred. No delay or patient injury was reported and a back-up device was available.